Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that the crit-line clip (clic) blood chamber leaked during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the rn. The reported event was identified approximately 20 minutes after treatment initiation when blood was visually observed dripping from the blood chamber. The rn could not state whether any defect or damage was noted to the blood chamber. There were no loose connections or issues identified during prime. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) was approximately 300 ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) reported that the crit-line clip (clic) blood chamber leaked during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the rn. The reported event was identified approximately 20 minutes after treatment initiation when blood was visually observed dripping from the blood chamber. The rn could not state whether any defect or damage was noted to the blood chamber. There were no loose connections or issues identified during prime. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) was approximately 300 ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the manufacturer received a sample for physical evaluation. The sample was received open without its original packaging. No leaks were detected as the complaint product sample was being disinfected and prepared for analysis. During visual inspection with the microscope a bad welding was identified on the clic lens. The complaint product was functionally tested with a 2008k machine and a leak was found on the side of the clic. After further inspection, no other problems were found. The reported issue was confirmed through phyiscal evaluation of the returned sample. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.